Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 15-19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events were observed on november 23 - 24, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors did not fully infuse after 24 hours. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC). The devices were filled with 4000 mg flucloxacillin in 0.9% 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.